Event description:
It was reported to philips that the device battery was dead. There was no report of patient involvement.

Manufacturer narrative:
It was reported that the device's battery is dead. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. The customer was informed of part availability and will ship once the part becomes available. Upon conclusion of the investigation, it was determined this was a malfunction of the battery. The device remains at the customer site and no further evaluation is warranted at this time.